Event description:
It was reported that a vns pt was scheduled to have total revision surgery due to a lead fracture. The physician also indicated the pt experienced pain, and diagnostics showed a device malfunction. However, the revision surgery was postponed because the pt was experiencing heart flutter. It is unk if the heart flutter event is related to vns therapy. Good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected.